Event description:
On (B)(6) 2017 about 2:40 pm, a lab clerk sustained an exposure from the tpak when receiving a specimen from the emergency center in the translogic tube system. The cold pack was placed in a biohazard bag with specimen during transport but upon receipt the bag was leaking the ammonium nitrate in the biohazard bag and when she went to open the bag to get the specimen, the ammonium nitrate splashed into her right eye. She immediately rinsed and reported to the emergency center for treatment. Previous incidents of t-pak activation resulted in splashes to the skin of the operator who rinsed immediately with water.